Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient with an implantable infusion pump for non-malignant pain. It was reported that the patient had their pump explanted due to infection sometime in 2016. The patient hopes to get a new pump in 2017-jan.

Manufacturer narrative:
Updated to include new information received on 2016-nov-28. Updated to include UDI based on current gudid status.

Event description:
Additional information was received from the consumer. It was reported that the patient, after their 40 ml pump was implanted, experienced an infection in (B)(6) 2015 and then got an infection in the 40 ml pump in (B)(6) 2016, when the pump was explanted. The infection was resolved after the explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.